Event description:
It was reported to philips that tube failure caused intermittent exposure fault on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the tube and calibrated the system, restoring the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).